Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the scope failed the air/water leak test due to a hole in the instrument channel and a cut/hole in the bending section cover. The internal bending section metal was found protruding out from the bending section cover. Additionally, the angulation is below specification due to a stretched angle wire. The bending section cover adhesive is peeling off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer uretero-reno videoscope was returned for service/repair for a reported ¿leak¿ during an unspecified event. Upon inspecting and testing, the service evaluation confirmed a leak that was attributed due to the internal bending section metal protruding out from the bending section cover. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch (MFR# 8010047-2022-05274). The aware date should be 28-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the reported issue occurred because the angulation lock was subjected to either a heavy/irregular load, or to strong twisting forces. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.